Event description:
Reporter noted posterior capsule tear occurred. During anterior vitrectomy, vit cutting mode was not working. Changed probes twice to complete case; implanted iol. Prolonged surgery, but prognosis reported as good.